Manufacturer narrative:
Manufacturers investigation conclusion: the reported event of pump stoppages was confirmed during analysis. The evaluation of the returned heartmate ii system controller revealed a damaged drive circuit component. As a result the returned controller was not able to operate the test pump in primary mode. The data log file retrieved from the returned controller contained events recorded from the time stamp of day 731, 0 hours and 50 minutes to day 731, 4 hours and 31 minutes. There were multiple speed reductions below the low speed limit (including 0 rpm) recorded the last 15 minutes. These events were accompanied by elevated power (11.3-25.0 w) and pi (10.0-12.7) values. The associated voltage levels suggested that the events occurred when the system was powered by 14v batteries. The damaged drive circuit component and the atypical events recorded in the log file appeared consistent with a compromised driveline; however the driveline was not entirely returned and the specific root cause was not able to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is to report against the system controller. The pump is reported under medwatch MFR report # 2916596-2019-01165. The previous percutaneous lead repair was reported in MFR. Report #2916596-2018-02506. Approximate age of device- 3 years. The device returned for analysis. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported there was a pump stoppage due to a potential system controller fail. The device had an audible and visual 'pump stop' alarm. The patient was down for more than 15 minutes before ems arrived. The patient was brought to a local emergency room and transported to an implanting facility. The system controller was changed from primary to backup by ems. Log file analysis showed the patient had a low battery alarm and switched over to new batteries. There were pump speed drops below the low speed limit and the pump briefly stopped twice. After that, the driveline was disconnected and since the patient had previous percutaneous lead damage, this was indicative of a phase to phase short. After the system controller exchange, there were no further alarms. The patient had arrhythmias (ventricular tachycardia) closely associated with the time frame. The patient had a previous driveline repair on (B)(6) 2018 and maintained on ungrounded power supplies. The submitted x-rays appeared unremarkable. The physicians wanted to hold off on the driveline repair until they were able to determine the patient's neurostatus. On (B)(6) 2019 the patient received an external percutaneous lead repair approximately 3 inches from the exit site. All tests passed and the vad center requested that the patient stay on the ungrounded cable. It was later reported that the patient expired on (B)(6) 2019. The family declined an autopsy so the device was not available for evaluation.